Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room due to hyperglycemia. The patient¿s blood glucose level reached 24 mmol/l (432 mg/dl) while wearing the pod for an estimated 31 hours. Reported symptoms included ketones of 0.7, confusion, generalized body pain, headache, and tiredness. The patient reported being unsure if the cannula was properly seated in the infusion site (arm) and noted that the pod was leaking insulin during wear. The pod displayed a low reservoir alert; however, the patient did not think this was correct and stated they ¿did not get 170 units in 31 hours of use of the pod.¿ the patient was diagnosed with hyperglycemia and ketones. For treatment in the emergency room, they gave 10 units of lantus insulin administered via pen injection. The emergency room visit lasted approximately five hours. The pod was removed and the patient stated they no longer had the pod in their possession.